Manufacturer narrative:
(B)(4). Results - (diseased vessel), (force applied to the device attempting to cross the lesion). (Failure to deliver the stent and stent deformation). Conclusion: (diseased vessel), (force applied to the device attempting to cross the lesion).

Event description:
An attempt was made to deploy a 2.25mm diameter x 12mm length endeavor sprint rx in to a pt. The target lesion, located in the distal lcx exhibited 99% stenosis and was described as not severely tortuous or calcified and was predilated. It was reported that the attempt to cross the lesion required the device to be "pushed a little too hard" in order to achieve the desired position for deployment. However, the relevant device could not cross and on removal from the pt, it was noted that the stent was damaged. No pt injury was caused. No other clinical sequelae were reported. Eval summary : medtronic has received the relevant stent and its analysis has been completed. The stent was positioned on the balloon as per specs. The first proximal stent segment was raised, deformed and pulled distally.